Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing that led to pacing inhibition. Boston scientific technical services (ts) reviewed data from the lead and observed that pacing impedances had also been increasing. A lead integrity issue was suspected. This rv lead remains in service but tachy therapy was previously programmed off. The patient will continue to be monitored. No adverse patient effects were reported.